Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 while on the home choice (hc) device during use, during fill. The home patient (hp) had cycled power off and on and got se 2367. The se did not repeat. The technical service representative(tsr) documented during troubleshooting that the patient line separated due to loose connection. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.